Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed by analysis that there are deformed conductor coils (separated) with corresponding bulges in the outer insulation from the stylet escaping the lumen.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be repositioned. Boston scientific technical services (ts) noted that when physician attempted to reinsert appropriate stylet physician met much resistance and on fluoroscopy it appear that stylet perforated through side of lead body. Lead was cut to try to re-establish access for new lead. This rv lead was never in service. No additional adverse patient effects were reported. This supplemental report is being filed because product analysis was received and coding has been updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be repositioned. Boston scientific technical services (ts) noted that when physician attempted to reinsert appropriate stylet physician met much resistance and on fluoroscopy it appear that stylet perforated through side of lead body. Lead was cut to try to re-establish access for new lead. This rv lead was never in service. No additional adverse patient effects were reported.